Manufacturer narrative:
Insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner and cracked battery tube threads. No missing reservoir tube o-ring noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 120mg/dl at the time of the incident. The customer reported that the reservoir slot is missing the rubber o ring. C the customer reported that she has no idea how it come off, but she just noticed it. The customer reported that the rubber o-ring is off on the reservoir slot of the pump and the pump could have been damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.